Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for a right ventricular (rv) lead replacement. The rv lead was explanted and replaced due to a perforation. Patient condition post procedure was not reported.